Manufacturer narrative:
No report of patient involvement. A ge healthcare field engineer performed a checkout of the equipment and confirmed the reported complaint. The gas inlet valve and the switched common gas outlet were replaced, and the unit was returned to service.

Event description:
The hospital reported that, at power up, the unit alarmed and notified the user to switch to manual mode of ventilation. There was no report of patient involvement.